Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the clips would not close. They came out of the jaws open and unformed. Another device was pulled and the same event occurred. The procedure was completed without impact to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that device (a, b, c, d and e) were returned in good visual condition and inside of their sterile packages. In an attempt to replicate the reported incident, each device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. Each device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch records were reviewed and no anomalies were noted during the manufacturing process.